Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
Visual inspection of the incident electrode found the blue insulation was torn and scratched along the entire length of the insulation. The torn and damaged blue insulation caused the clear ptfe insulator to disengage. The instructions for use state that cleaning the electrode with a scratch pad or other abrasive objects, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.

Event description:
The customer reported that prior to use on the patient, the cover and coating of the electrode cracked and disengaged. The device was not used. There was no patient involvement.